Event description:
It was reported that there was no capture and no sensing on the right atrial lead. The lead could not be repositioned and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression. Evaluation summary (B)(4) no anomalies found, (B)(4) proximal segment